Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked lcd window and overlay scratched. After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. (B)(4).

Event description:
The customer reported that the insulin pump had damage. Blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.